Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implant (xifnt585) was returned for investigation. Visual inspection of the returned product identified residue but no sign of damage throughout the external threads of the implant. The internal hex of the implant was found to be in good condition with no sign of damage. Visual and dimensional comparison of the implant with its drawing verified that the implant was consistent with the design. The implant was located at dental position #18 (fdi) and was implanted for approximately one month. The patient was also reported to be a smoker with low density bone. An x-ray was provided for the reported event . However, paresthesia and esthetics cannot be identified via x-ray. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: contraindications, warnings, precautions, potential adverse events. The complainant reported that the doctor decided to remove the implant after cat scan due to esthetics reasons and parestesia. The reported complaint could not be verified, as it is a medical condition event and implant placement and conditions of use of the device are unknown. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was extracted from the patient due to paresthesia.